Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification with issues noted. Visual inspection noted broken occluder leg. Functional testing performed included leak testing, clear passage test, clamp function test. Leak testing performed with the following issues noted: leak through the set (broken occluder leg), clamp function testing performed with issues noted: broken occluder leg. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
During evaluation of a returned transfer set, it was found that the device leaked due to broken occluder feet. This was noted during evaluation. There was no patient involvement. No additional information is available.